Manufacturer narrative:
As received, the device was in backup operation due to non-maskable interference (nmi) caused by undetermined source. After the product code was successfully reloaded, the device was tested under electrical and mechanical conditions and results indicated normal functionality. Further evaluation showed normal current levels with battery voltage above elective replacement level. Additionally, the device was monitored with load for several days and no anomaly was noted. Backup operation could not be reproduced. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up with the pulse generator in backup operation due to low battery voltage. It was determined that backup was the result of normal battery depletion. The device was explanted and replaced. The patient was in stable condition.